Manufacturer narrative:
Investigation; x-review DHR ; x-inspect returned samples. *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/23/2019 under wo #(B)(4) and shipped on 09/26/2019. Manufacturing record review: dhrs va0819 & #269833 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action: service & repair was not able to duplicate the complaint condition. Due to the failure description provided, csi elected to provide the customer with a completely new generator. This unit will be set aside for additional input by engineering. No further corrective action is necessary, as the complaint condition was not confirmed. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated - "blend setting issue requiring high setting and problematic outcomes". Repair tech stated "scrap and send new". (B)(4). Leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Customer stated - "blend setting issue requiring high setting and problematic outcomes". Repair tech stated "scrap and send new". Ro (B)(4). Leep precision generator lp-20-120. E-complaint- (B)(4).